Event description:
The facility reports as a patient was being raised out of the wheelchair, the velcro released the belt from around the patient, causing the patient to fall. No injuries were reported. The lift was inspected by an arjohuntleigh representative. The lift had numerous paint chips and scratches consistent with age and normal wear and tear. The handset had wires visible through the insulation and was replaced at the time of the inspection. The lift was function tested and found to be fully functional. The sling was also inspected and found to be free of wear, tears, and any fraying/loose stitching. The velcro on the belt was badly worn and would not fasten tightly as necessary.

Manufacturer narrative:
Additional information will be provided upon receipt of the manufacturer's investigation findings and conclusions.